Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the battery connector on the battery door is missing. The alarm did not power on. (B) (4).

Event description:
The customer reported that the unit is not alarming, even though they have tried it with alternating sensor pads and batteries. There was no pt injury reported.